Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain two, while the hp was connected. The hp stated that the transfer set had a loose connection and leaked over the bed. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.